Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens (iol) implant procedure, encountered difficulty cutting the implanted lens with traditional scissors. The lens was believed to be a three-piece company model, originally placed in the late 1990s. The physician questioned whether the company was available during that time and inquired about the material composition of the lens. Due to the inability to cut the lens, a repositioning technique was performed instead. The yamane method was successfully used, avoiding the need for a 6 millimetre incision.